Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition with no appearance of any physical damage. Event log history was performed and indicated that primary audible alarm post was recorded in history. During analysis, the reported problem was unable to be duplicated. Service replaced speaker for a preventive measure. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system failure primary audible alarm. No adverse effects were report.